Event description:
It was reported that this implantable cardioverter defibrillator (s-ICD) delivered some inappropriate electric shocks for the supraventricular tachycardia (svt) of the patient. Technical services (ts) recommended reprogramming options. At this time, no adverse patient effects have been reported. This product remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (s-ICD) delivered some inappropriate electric shocks for the supraventricular tachycardia (svt) of the patient. Technical services (ts) recommended reprogramming options. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem; b2: outcome attributed to adverse event; b5: describe the event or problem field; d6b: explant date; h1: type of reportable event; h6: impact codes.